Manufacturer narrative:
The user interface (ui) board was received for evaluation. The visual inspection of the customer returned user interface (ui) board revealed no anomalies. A failure investigation (fi) technician installed the user interface (ui) board into a fi test ventilator to duplicate the reported issue of screen is black and constantly alarming. The fi technician could not replicate the reported failure. No fault was found.

Manufacturer narrative:
G4:15mar2021. B4:16mar2021. Additionally, a damaged navigation-ring was identified by the philips field service engineer (fse).the device was evaluated by the customer and the fse who confirmed the reported issues. The fse replaced the user interface (ui) printed circuit board assembly (pcba), liquid crystal display (lcd), the front bezel and the connection cables. The device reported to fully meet specification and returned to use. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 15dec2020.

Event description:
The customer reported a ventilator experiencing a black screen and constantly alarming. The device was in clinical use at the time the issue was discovered. The ventilator was removed and replaced with another ventilator without patient injury.